Event description:
The user reported that during their routine testing of the device, it intermittently could not be turned on.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator (AED) and the actual device involved in the incident was evaluated. The device's internal log confirmed an intermittent battery connection, supporting the user's complaint. The problem could not be duplicated on the service bench, but visual inspection revealed a worn older-style battery contact terminal which was replaced as a precautionary measure. Since the reported problem could not be duplicated, the cause of the complaint could not be positively determined. However, a worn battery contact could have been the cause. After repair and routine updates and maintenance, the device was fully tested and met all performance specifications. A search for similar problems occurring in this device family found only two possible examples (both from 2005), indicating that this potential failure mode is rare. Subsequent design changes to the product have improved battery contact points to maximize reliability.